Manufacturer narrative:
The reported event of the pump running symbol issue was confirmed with the returned system controller. The self-test function was activated, and it was noted the pump running symbol on the right side did not illuminate. While connected to laboratory equipment, it was confirmed the system controller operated the test lvad at the set limit speed value (5,000 rpm). Further evaluation determined the reported issue is related to damage on the printed circuit board causing the light emitting diode (led) component to not illuminate. It was noted the front user interface does not have any visual deformity. A root cause that attributed to the damaged printed circuit board could not be determined during the evaluation. It should be noted that the use time of the controller was calculated as approximately 39 days. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also in this section, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. The manufacturer is closing the file on this event.

Event description:
It was reported that a fresh implant patient appeared to have a led burn out in the pump running symbol on (B)(6) 2023. The controller exchange was performed without an issue. The requested warranty replacement controller was sent and the faulty controller was sent back.